Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. The lens remains implanted. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 24.0 diopter intraocular lens (iol) was implanted in the patient''s operative eye on (B)(6) 2017. Post-operatively, the patient had refractive surprise (-2.00 diopter). The lens was reported as still implanted. No additional information was provided.

Manufacturer narrative:
Upon further review of the file, it was discovered that this report 2648035-2018-00082 is a duplicate report of manufacturer report number 2648035-2018-00081. Therefore, no further reports will be submitted under this report number. Any further supplemental reporting will be submitted under 2648035-2018-00081. All pertinent information available to abbott medical optics has been submitted.